Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, inspected the cartridge and pneumatic areas, cleaned the pump, and attempted a reload. Although initially unsuccessful, the customer was eventually able to successfully load a new cartridge and resume insulin delivery after guidance from technical support.